Manufacturer narrative:
Correction: b5 - diaphragmatic stimulation should be included and h6 - "1508 - therapy delivered to incorrect body area" should be included.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. During the procedure, while implanting the left ventricular - lv lead, it was noted that the lv lead exhibited high capture threshold and diaphragmatic stimulation. The lv lead was not used and was replaced. The patient experienced no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. During the procedure, while implanting the left ventricular - lv lead, it was noted that the lv lead exhibited high capture threshold. The lv lead was not used and was replaced. The patient experienced no consequences.